Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a fusion surgery in 2007. Patient was presented with thoracic radiculopathy for a followup on (B)(6) 2015. It was reported that the pain was associated with a few of the screws and wanted to remove them. During the removal process, the rods were found to be corroded where the screws connected. The products were used in the patient. The rod did not break.